Event description:
On (B)(6) 2012 (two months after implantation), a lead revision was performed because noise sensing was identified during follow-up (on (B)(6) 2012). On (B)(6) 2012, noise episodes were again recorded in device¿s memory. Programming was changed to reduce the likelihood to deliver inappropriate shocks. Reportedly, no anomaly was observed on the explanted lead according to the manufacturer¿s analysis (non sorin lead).

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. Conclusion: the oversensing episode could result from emi, specific patient activities, or myopotentials sensing. None of them could be confirmed. No inappropriate therapy was delivered as a result of the oversensing, because phenomenon was not sustained enough. Nevertheless, as specified, all ventricular arrhythmias episodes detected by the device, even without a ventricular arrhythmia majority, are displayed to provide to the user information which could be useful for patient management.